Manufacturer narrative:
No instruments have been returned for analysis at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the spine clamp was damaged. The site reported that the screw was stripped, and the clamp teeth were not tightening down on the bone. There was no patient present at the time of the event.